Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the visual inspection it was identified that the latch roller was damaged. The cause of the damage is unknown. To correct the condition, the latch roller was replaced. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged latch roller. No additional information is available.